Event description:
It was reported that iag bc pro blu 22ga x 1.0in catheter was damaged. The following information was provided by the initial reporter: it was reported leakage and hole in catheter (catheter defective/ damaged). Verbatim: the IV was inserted into the patient. The nurse reporting the event stated blood was seen dripping through the proximal end of the catheter as soon as the flash entered the catheter. She initially thought this was blood from the patient puncture site. The catheter was advanced and the button depressed to remove the needle. She attached the j-loop and flushed the catheter which immediately leaked. The IV was removed and the patient needed to sustain an additional IV insertion.

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro blu 22ga x 1.0in catheter was damaged. The following information was provided by the initial reporter: it was reported leakage and hole in catheter (catheter defective/ damaged). Verbatim: the IV was inserted into the patient. The nurse reporting the event stated blood was seen dripping through the proximal end of the catheter as soon as the flash entered the catheter. She initially thought this was blood from the patient puncture site. The catheter was advanced and the button depressed to remove the needle. She attached the j-loop and flushed the catheter which immediately leaked. The IV was removed and the patient needed to sustain an additional IV insertion.